Event description:
It was reported that the device was found in backup mode. The device was in backup mode due to normal battery depletion. Device explant was not performed due to patient decision. The patient was stable and will continue to be monitored; there were no adverse consequences.

Event description:
It was reported that the device was found in backup mode. It was suspected but could not be confirmed that the device was in backup mode due to normal battery depletion. Device explant was anticipated to resolve the event. The patient was stable and will continue to be monitored; there were no adverse consequences.